Event description:
On 9/2/97, at approx. 6:30 am a nurse entered the pt's room when the ventilator alarm sounded. The pt was ashen in color. They were unable to inflate the tracheostomy cuff. It would not hold air. They also attempted to inflate and clamp the inflator extension without success. The tracheostomy tube was removed and a #6 endotracheal tube was inserted without difficulty. The staff were able to aerate lungs as evidenced by equal and bilateral breath sounds. The pt was bagged with ambu at 100% oxygen. The pt's pulse was weak and thready at first, pt was unresponsive, with no blood pressure. CPR and acls protocols were initiated. The staff had been informed by the referring facility the pt's trach tube had a foam cuff. This was not the case. After the tracheostomy tube was removed, it was noted the cuff was ruptured. The staff did not keep the tracheostomy tube. The pt's condition was critical prior to the this occurrence. Staff indicated they believed the pt was ventilated but not adequately for a brief period of time until the endotracheal tube was inserted. The pt expired at 0632 on this date.